Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer had a sensor glucose value of 89 mg/dl and the suspend before low alert occurred. The customer also had a sensor glucose value of 69 mg/dl and a low glucose alert occurred. Afterwards, the snooze time was set for 15 minutes and the value below the low glucose setting continued for more than one hour, but the alert did not occur. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.